Manufacturer narrative:
A product number or lot number was not provided, therefore, a device history and the sterilization and lot history records could not be reviewed. Complainant did not report a product ID or lot number and product ID is not confirmed. An nc search for a product ID se5425wvb which had reportedly been purchased by the customer, but could not be confirmed, did not show any ncs for foreign material/particulate. Unable to investigate for a root cause as the complainant did not return the reported particle for investigation. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This investigation is closed.

Event description:
The user facility reported the surgeon noticed there was a metal shard in the retinal area. The metal shard was left in the eye to avoid further complications. The patient did not present with any complications post-op. Follow up information: the surgeon does not believe there will be any adverse effect. The patient does not require another surgery.